Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced muscle stimulation and was seen in clinic for routine follow-up. It was noted that the left ventricular lead dislodged. Twidders syndrome was suspected. The lead was explanted and replaced on (B)(6) 2015. The patient tolerated the procedure well and was in good condition.